Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 242mg/dl. The customer indicated that the pump is stuck in the rewind process and the battery cap cannot be removed. Customer indicated that their blood glucose value was 198 mg/dl at the time of the call. Troubleshooting was performed and assisted the customer in rewinding the pump. Customer was advised on how to remove the cap. Customer was advised to monitor the pump and call back if further assistance is necessary. There was no further information provided by the customer or by troubleshooting.